Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
She stated that while lifting the patient the pin that works the hydraulic handle broke under the pressure the lift seemed unstable and wanted to tip forward. The caller stated that no one was hurt and that they were able to get the patient on the bed.